Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00139 on june 6, 2017. On 06/06/2017: additional information: the customer had observed a low bias shift in quality control initially. The difference in results provided by the customer were between the advia centaur xp platform and an alternate method. The clinical data for the patients used in the correlation study were not provided to siemens for evaluation. The customer was using calibrator 30 lot 021. Siemens healthcare diagnostics has performed an internal investigation and confirmed a negative bias for advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). Siemens' internal investigation has determined that samples with estradiol concentrations of approximately 35 pg/ml (128 pmol/l) and lower exhibit a % bias greater than the expected historical performance of the product when comparing c3021 to c3020. Results observed indicate that as estradiol concentrations increase, the % biases observed become less pronounced. Siemens issued ufsn cc 17-15.a.ous (june 2017) and umdr cc 17-15.a.us (june 2017) informing the customer of a negative bias for the advia centaur enhanced estradiol (ee2) on the advia centaur, advia centaur xp and advia centaur xpt systems when calibrating with calibrator 30 kit lots ending in 21 (c3021) as compared to calibrator 30 kit lots ending in 20 (c3020). This issue does not affect the advia centaur cp system. Instructions on actions to be taken are provided in the customer communication. No further investigation is required.

Manufacturer narrative:
The cause for the discordant enhanced estradiol (ee2) results is unknown. Siemens healthcare diagnostics is investigating. The enhanced estradiol IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
False high advia centaur xp enhanced estradiol (ee2) results were obtained on samples from four patients. The samples were tested on an alternate method and the results were lower. The results were reported to the clinician. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of these discordant enhanced estradiol results.